Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a percutaneous procedure, after centering the pedicle with the trocar and inserting the kirshner wire, the doctor was unable to remove the outer part of the trocar. After repeated attempts to remove the trocar, it broke. A metal part remained attached to the handle that the surgeon found in his hand, a second part came off with the use of a forceps and a last part remained inside the vertebral peduncle. The doctor had to switch from a percutaneous procedure to an open procedure. To remove what was in the bone he had to work with a motorized bur and remove the fragments that were gradually being created. There was a two (2) hour surgical delay. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) confidence spinal cement system introducer needle, diamond tip 11g x 6 inches. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 - codes updated to imdrf codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device product code: (B)(4). Lot number: 313634 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: june 23, 2021 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.